Event description:
It was reported that the customer passed away while wearing the insulin pump. The wife stated that the cause of death is unknown. Attempted to contact the caller days later and the customer's son stated that the death was possible related to complications from diabetes, but he does not want to discuss further issues and he declined to return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.